Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that prior to device upgrade procedure the right ventricular lead exhibited two measurements of high pacing impedance values, all other parameters were normal. Pocket manipulation and arm movements were performed, and all values were normal. A test shock was done at max energy output and shock was delivered successfully. No intervention was performed, and lead remains implanted. Patient condition was stable.